Manufacturer narrative:
No conclusion can be drawn as repair information is unavailable.

Event description:
The customer reported the interconnect cable is broken and needs to be replaced. No patient injury was reported.